Manufacturer narrative:
G4:24nov2020. B4:25nov2020. The device was being set up for use on a patient, there was no delay in therapy and no patient harm. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 28oct2020. B4: 09nov2020. Philips field service engineer (fse) was dispatched to the customer site and confirmed the reported issue. The fse replaced the user interface assembly to resolve the issue and bring the device back to functionality. Following the repair, the device was returned to the customer to be placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31aug2020.

Event description:
It was reported to philips that the device had a touchscreen failure. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.